Event description:
Procedure type: laparoscopic gastric bypass. According to the reporter: when the device was fired it was noticed that the unit did not cut or place correctly formed staples in the stomach area of the pt. Doctor was able to cut out the unformed staple line and remove 2 ounces of stomach. Used another handle and reload and was able to continue the case creating a gastric pouch. Operative time added to the procedure is 30 minutes. At the time of the report, the case was still in-process. No other information at this time.

Manufacturer narrative:
(B)(4).